Event description:
It was reported to the manufacturer by the end user, per the end user, "patient fell between side rails and hit her head". Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed have not been returned.